Event description:
"Caller alleged discrepant results compared with the reference. Results as follows". Date: (B)(6) 2014. Inratio: 2.1. Physician's poc meter: 3.7. Time between tests: 1 hour. Therapeutic range: 3.0-4.0.

Manufacturer narrative:
Investigation pending.